Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer's report was duplicated and attribited to fractured solder on a transformer on the pace/defib (pd) engine board. The pd engine board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "error 1 fail watchdog timer selftest" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a fractured solder joint on a transformer located on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.